Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was still implanted but was not working. It ¿burned out the feelings in the patient¿s finger tips and toes.¿ the patient had burned herself a few times because she didn¿t have any feeling. The patient noted that the device ¿ruined her.¿ interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.